Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and lumbar radiculopathy. The patient reported that there was an elective replacement indicator (eri) message on the recharger since about 2 months ago. The patient reported that his healthcare provider¿s (hcp) office suggested a replacement because of the eri message. The patient reported that the hcp was supposed to have a manufacturer¿s representative (rep) get in touch with him but it had been a month and a half ago and still had not talk to a rep about options for replacement. The patient also reported that it had gotten to the point where it would only hold a charge for just a matter of hours. There was no allegation or dissatisfaction with longevity. No further complications were reported.